Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined and as no device identification was provided it is uncertain whether these event/s have been previously reported. (B)(4).

Event description:
It was reported that there is concern that the "emergency" pacing button on the external pulse generator models is too easy to activate unintentionally. Numerous examples were cited in emails from doctors detailing patients receiving paces at vulnerable times in their heart rhythm cycle causing fibrillation and sometimes arrest and at times requiring cardioversion. Specific model numbers, dates and patient information were unable to be provided as the doctors were providing this information past (in some cases even years past) the purported incidents however in no case was it suggested that the epg malfunctioned or did not perform as designed, rather the concern is with the easy accessibility of the "emergency" pacing button which in each case was pressed unintentionally and placed the patient/s at risk. No further patient complications have been reported as a result of these events.